Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. The ophthalmologist reported, the use of an unapproved viscoelastic/cartridge/lens combination. Additional info was requested and received. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "haptic was broken off" (detachment of device component [haptic]); "unapproved viscoelastic/cartridge/lens combination." (Use of device issue). An ophthalmologist reported an intraocular lens (iol) was exchanged. The ophthalmologist reported that during a postoperative examination, the haptic was noted to be broken and floating in the eye. The iol was exchanged for the same model iol. The pt's visual acuity was not affected by the broken haptic. The ophthalmologist reported, the use of an unapproved viscoelastic/cartridge/lens combination. In a follow up, the surgeon reported, the event resolved.